Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection was examined visually by the naked eye. The internal drive surface revealed a piece of an unknown screw fractured and stuck within the implant. The x-ray provided by the customer confirms the reported fracture. No item number and or lot number was not provided therefore the DHR could not be reviewed. ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. No definitive root cause was determined. The fractured abutment screw event was confirmed during investigation.

Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was not returned. An x-ray documenting the abutment screw fracture was received.

Event description:
It was reported that patient presented in the dental office because dental crown came out of the implant. The abutment screw broke off. The dentist removed the implant and it will be replace in 2 (two) months. Tooth location # 30.